Event description:
Hosp reported that noradrenaline was being infused on channel a when the pt's blood pressure increased from 160 to 230. They stopped the infusion, then restarted the infusion 15 to 20 mins later. Approximately two hrs later adrenaline was infusing on channel b when the nurse observed that the rate changed from 2ml/hr to 20ml/hr. There was no pt consequence.